Event description:
Boston scientific received information that the patient with this device was to undergo a surgical procedure. Pre-procedure, the device was attempted to be interrogated but was unable to be. A magnet was unable to elicit tones. The patient was to be scheduled for a change out procedure. Of note, the patient had been lost to follow up. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted that the case is swollen. It was verified that communication with the device could not be established. The device case was opened and a batter supply was substituted for the depleted cell. The device was put through and passed a series of manual diagnostic testing that verifies the performance of defibrillation, pacing, sensing and recording functions of the device. The device was heated to 37 and 50 degrees celsius and no high current was noted.

Manufacturer narrative:
(B)(4). The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Subsequent information indicates that the device was explanted. The device has been returned for analysis.

Manufacturer narrative:
(B)(4). As of today, the device remains in service. Should additional information become available, this report will be updated.